Manufacturer narrative:
Additional information: a chevar procedure was performed approximately seven years and three months post the index procedure and the patient was discharged with no further events reported. It was confirmed that an endurant ii abdominal tube (B)(4) and a valiant captivia stent graft (B)(4) were implanted during the chevar procedure. Two non-mdt covered stents were implanted in the renal arteries. Angio-CT on approximately four months post the chevar procedure and approximately one year and seven months post the chevar procedure showed the result of the chevar were not satisfactory. The right renal artery is reported to be occluded and there is a disconnection from the main body segment. The type iii endoleak was observed between the main body and chimney to the left renal artery and it was also reported that the proximal segments were too short to seal the distance between the renals and "old" stent graft. It was confirmed that the reported occlusion was within the renal artery, and the artery was not covered by the endurant bifurcated stent graft. The endurant bifurcated stent graft is disconnected from the endurant abdominal tube and valiant stent graft. No stent graft migration was noted on the report from the 8 year angio-CT scan however it was reported that the migration is still visible on the 9 year angio-CT scans. The patient is scheduled for open repair. It was also reported that before the patients chevar procedure there was a type ia endoleak along with migration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the endurant ii abdominal tube was implanted proximal to the endurant bifurcated stent graft and the valiant captivia stent graft was implanted distal to the endurant ii abdominal tube. It was confirmed that the whole chevar procedure was performed off-label. The valiant captivia stent graft was implanted as a physician modified stent graft (the device was cut to the desired length prior to implantation). It was reported that it is possible the plan for the procedure was over optimistic; the distance and angulation between the proximal cuff and the bifurcated stent graft was to big to be bridged by the new segment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is now reported the stent graft migration is resolved with a resolved date given as the (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that an additional valiant device (vamc424c100te) was implanted on (B)(6) 2020 to resolve the type iii endoleak. It was confirmed that an endurant ii abdominal tube ettf3636c70ee and a valiant captivia stent graft vamc3838c100 were implanted during the chevar procedure on (B)(6) 2017. Two non-mdt covered stents were implanted in the renal arteries. It was confirmed that the reported occlusion was within the renal artery, and the artery was not covered by the endurant bifurcated stent graft. The endurant bifurcated stent graft is disconnected from the endurant abdominal tube and valiant stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the sponsor assessed the iiia endoleak as related to device and not related to the procedure. It was reported the stent graft migration was unresolved at the time of study exit. The stent graft migration was assessed by the site to be device related but not procedure related. It was confirmed the type iiia endoleak resolved with the intervention procedure. The site assessed the type iiia endoleak as related to the device and not related to the procedure. The sponsor assessed the migration as related to the endurant device and not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: catalog # enlw1616c80ee, serial # (B)(4), use by date: 2012-07-04, manufactured date: 2010-07-07, and upn# (B)(4). Catalog # enbf3616c170ee, serial # (B)(4), use by date: 2012-08-10, manufactured date: 2010-08-19, and upn# (B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. It was reported that a CT scan observed that the stent graft had migrated 23 mm distally and there was endotension. No endoleak was observed and there was no evidence of limb migration. Per the investigator, the cause of the migration was assessed to be not procedure but device related. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that the migration occurred in the endurant bifurcated graft. The patient will continued to be monitored until further intervention is scheduled. If information is provided in the future, a supplemental report will be issued.